Event description:
It was reported that during a da vinci si myomectomy procedure, a cable and a plastic piece from the pk dissecting forceps instrument broke off and fell into the patient. Only one piece was found and retrieved. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure.

Manufacturer narrative:
The instrument has not been received for evaluation, therefore, the root cause of the customer reported failure cannot be determined. Multiple attempts have been made to obtain additional information, however as of the date of this report no response has been provided by the hospital. Intuitive surgical's clinical sales representative (csr) was present during the procedure and indicated the cause of the instrument breakage was due to intraoperative cleaning of the instrument using another instrument. The instruments and accessories user manual specifically states: general precautions and warnings: do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. A follow-up medwatch report will be submitted if the instrument is returned and/or if additional information is received.